Event description:
I used the quickvue test that was sent to me in the mail to check to see if I was positive for covid and it came out positive 3 times although the I health test was giving me negative results. I contacted metrohealth's covid hotline and they advised me to get a pcr test and I did at a cvs minute clinic in (B)(6). The pcr test was negative. So out of curiosity I retested with a quickvue at home test and again the results were positive. I am reporting this so you will be aware of it. I hope people aren't getting false positive results from these quickvue tests and missing work or other important obligations because they thought they were positive for covid when they weren't. To test at home for covid.